Event description:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 concurrently with cystoscopy, abdominal sacral colpopexy, sigmoid rectopexy and extensive lysis of adhesions due to stress urinary incontinence and vaginal prolapse. The patient experienced obstruction of bowels, abdominal pain, chronic abdominal pain, painful sexual intercourse, intestinal blockage, adhesions, mesh migrating to colon and pelvis, intestinal adhesions and recurrence of prolapse, and bipolar and depression since mesh surgery. It was reported that the patient underwent revision of mesh on (B)(6) 2010 due to chronic abdominal pain and bowel obstruction. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on due to pelvic organ prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain and bowel problems. It was reported that the patient had mesh adhered to bowel causing blockage and underwent lysis of adhesions. (B)(4)

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 concurrently with the patient having lysis of adhesions involving the sigmoid colon, bladder, vaginal cuff, pelvic sidewall, and adexa. No additional information was provided.